Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported a power on reset (por) message came up on the patient programmer and recharger. The manufacturer representative (rep) was meeting with the patient and cleared the por with the clinician programmer. The patient reportedly had a CT scan on monday prior to the code appearing on thursday. The rep turned therapy back on and all was normal at the time of this report.